Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 525 mg/dl which was treated with manual injection. Customer was using the insulin pump system within 48 hours of reported event. Customer was not using auto mode feature at the time of event. The customer alleged the insulin pump was under delivering insulin due to they did not received any alarm. Customer stated they performed high pressure test twice but test was failed both time. The customer was assisted with possible causes of high blood glucose. The insulin pump will be and reservoir will not be returned for analysis.